Event description:
A optometrist reported a patient with recurrent corneal abrasions in the right eye two and a half months following photo refractive keratectomy (prk) surgery. The patient reported her eye is painful and red. In a follow up with the technician, she indicated when the patient was on (B)(6) 2014, the patient was prescribed a topical anti-infective drop for five days and a bandage contact lens was placed on the eye. The patient was seen the next day and the bandage contact lens was removed. The patient reported the eye was feeling better and the optometrist reported the cornea was clear. The patient was prescribed a cyclosporine ophthalmic emulsion for dry eyes and a topical steroid drop for four weeks. The optometrist felt the dryness of the eye is what caused the abrasion.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).